Event description:
It was originally reported that the patient fell. X-ray showed that the polyethylene had popped out of the tibial tray. Surgeon opened primary incision and dissected down to the implant and found the poly outside the tibial tray. Surgeon took his time to ensure that there was no soft tissue blockage that could have caused the implant to come apart. Surgeon then removed existing implant and inserted a few trial implants to determine size needed. Determined that what the device needed would be two sizes larger than the original device. Surgery was completed successfully. Follow-up investigation: the original surgery date of the left knee was on (B)(6) 2014. The patient suffered from an osteoarthritic condition. Revision was on (B)(6) 2015 surgeon carefully examined the device on removal and could not find any other reason for the polyethylene to pop out of the tibial tray, other than the patient falling. Revision- re-assessed the repair and removed a 9mm piece and inserted an 11mm implant. No further issues have been reported related to this incident. The patient is doing fine to date.

Manufacturer narrative:
Patient demographics (weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The returned evaluation revealed the implant had normal wear patterns on the articulating surface and would indicate it was implanted properly and functioned properly. The broken locking tabs indicated the tibial insert was inserted into the tibial baseplate and most likely broke during disengagement. The witness marks and deformed material most likely occurred after the tibial insert disengaged from the tibial baseplate. In the directions for use (dfu-0183), surgeons are advised to review the product specific surgical technique prior to performing surgery. The requirement per the ibalance total knee arthroplasty surgical technique is to insert the tibial insert into the tibial baseplate and snap into place. The most likely cause of the event is as reported, the patient fell. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.